Event description:
It was reported that the wake button became detached from the pump. There was no impact to customer's blood glucose level. Reportedly, customer has back up syringes for insulin therapy.